Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of basket detachment. Block h11: the returned escape device was analyzed. The basket was not visible upon initial inspection. During the inspection, it was found that the heat shrink was kinked and the sheath was detached. One of the detached sheath segments was gently pulled to expose the basket, and it came out. During media inspection, the image showed one escape device in which the basket was not visible, and a detachment in the sheath was observed. During microscope inspection, the device was evaluated under magnification, and it was confirmed a kinked heat shrink and a detached sheath. During functional inspection, the handle was actuated; however, the basket was not able to open or close due to the detachment identified. Based on the product investigation, the escape device presented a kinked heat shrink and a detached sheath. Additionally, it was identified that due to the detachment, the sheath had shifted and was covering the basket, giving the appearance that the basket was not visible. Once the detached sheath segment was gently manipulated, the basket was exposed. Therefore, the originally reported issue could not be confirmed, as the basket was present and not missing. The detachment and kinking observed may be related to handling and manipulation of the device during preparation or use. It is probable that excessive force or operational factors contributed to the detachment, deformation identified and the failure opening. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of basket detachment of device or device component, sheath detached/separated, basket opening failed and system damaged (heat shrink kinked) were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, an investigation conclusion code of device problem excluded was assigned to this investigation as the reported device problem cannot be confirmed.

Event description:
It was reported that during a flexible ureteroscopic lithotripsy procedure, an escape basket was intended to be used. When the physician opened the package, it was found that the tip of the basket was missing. The procedure was completed using another device of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that during a flexible ureteroscopic lithotripsy procedure, an escape basket was intended to be used. When the physician opened the package, it was found that the tip of the basket was missing. The procedure was completed using another device of the same device. No patient complications were reported.